Event description:
It was reported that a vena cava filter was deployed for high risk of recurrent stroke with recent history of extensive deep vein thrombosis /pulmonary embolism and anticoagulation issues. At sometime post filter deployment (date not provided) the filter was alleged to be tilted with the filter embedded in the ivc wall. The device has not been removed and there were no reported attempts made to remove the filter. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, computed tomography (CT) revealed that there was a filter within the infrarenal inferior vena cava with its tip at the renal veins. There was a significant tilting of the filter with its tip against the right lateral side wall of the inferior vena cava. Some of the struts had penetrated the cava anteriorly and to the left. Eventually one year and one month later, another computed tomography (CT) revealed that there was inferior vena cava filter in place. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4 (expiry date: 03/2013), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of lower leg dvt; hemorrhagic stroke unable to get anticoagulation; swollen leg; hypertension; etoh; and gerd, had an ivc filter placed due to the patient's high risk of another stroke. The right femoral vein was accessed and a venagram was taken demonstrating no thrombus within the vena cava or iliac veins. The ivc filter was then deployed below the lowest renal vein. Completion venagram was taken revealing the device in good position with no evidence of tilt or adherent thrombus. The procedure was tolerated well by the patient and the patient was transferred in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition filter tilt.

Event description:
It was reported that a vena cava filter was deployed for high risk of recurrent stroke with recent history of extensive deep vein thrombosis /pulmonary embolism and anticoagulation issues. Sometime post filter deployment (date not provided) the filter was alleged to be tilted with the filter embedded in the ivc wall. Medical records provided by the reporting source confirmed patient history and filter deployment. No other information was provided in the medical records. The patient status is unknown at this time.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: the patient with a history of lower leg dvt; hemorrhagic stroke unable to get anticoagulation; swollen leg; hypertension; etoh; and gerd, had an ivc filter placed due to the patient¿s high risk of another stroke. The right femoral vein was accessed and a venogram was taken demonstrating no thrombus within the vena cava or iliac veins. The ivc filter was then deployed below the lowest renal vein. Completion venogram was taken revealing the device in good position with no evidence of tilt or adherent thrombus. The procedure was tolerated well by the patient and the patient was transferred in stable condition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed for high risk of recurrent stroke with recent history of extensive deep vein thrombosis /pulmonary embolism and anticoagulation issues. Sometime post filter deployment (date not provided) the filter was alleged to be tilted with the filter embedded in the ivc wall. Medical records provided by the reporting source confirmed patient history and filter deployment. No other information was provided in the medical records. The patient status is unknown at this time.